Manufacturer narrative:
Beckman coulter (bec) complaint handling unit (chu) analyzed the data provided by the customer. Review of the data shows the analyzer incorrectly assigned patient ID and demographics to two patients' repeat samples, which was caused by a software malfunction. The root cause of the malfunction is not known.

Event description:
The customer reported that an au680 clinical chemistry analyzer assigned patient demographic information incorrectly to two patient samples (patient a and patient b). The samples for patient a and b were tested once and the instrument correctly assigned all demographic information to both samples. During the repeat run, the analyzer incorrectly assigned patient's b's sample ID and rack and cup number to sample a and incorrectly assigned patient a's sample number and name to patient b. The error was noticed because one sample ID had two microalbumin and creatinine repeat results associated with the name. The results generated by the instrument were correct, but were associated with the incorrect patient. The results were reported out of the laboratory. There were no reports of change to patient treatment in connection with this event.